Manufacturer narrative:
Intense sweating can contribute to the formation of burns due to pooling of sweat causing localized areas of concentrated energy. The root cause was determined to be failure to follow instructions for use, which advise user to: check the treatment area during treatment for excessive sweat/moisture and pause and dab-dry the area if needed. Pause treatment if the patient is experiencing pain and observe the patient's skin for any signs of epidermal damage. Stop treatment if any epidermal damage is observed; and if no epidermal damage is observed, ensure that the skin is dry before resuming treatment. In addition, cutera does not have a record of the device operator attending a trusculpt ID clinical training.

Event description:
The patient (adult male) experienced a deep dermal burn in a crescent shape at the corner of the rf electrode, which was placed on the patient's left flank area (lower back). The device operator reported that the patient's pain and perspiration levels were 9 out of 10 during the procedure. Wound care involves applying antibiotic ointment and covering the area until fully healed.